Event description:
The customer reported that the technician at the user facility found that before the procedure, when preparing the subject device for use, the monitor would restart automatically. There was no patient involvement.

Manufacturer narrative:
An olympus field service engineer inspected the device on-site and found the monitor would reboot automatically and the front panel was broken. The subject device was then returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the monitor would turn off automatically after heating up, due to failure of the power supply unit (printed circuit board). Service could not confirm the reported automatic rebooting issue. In addition, service found that the power switch bracket, the locks for the keypad assembly, the rear cover, and the bezel plate were broken. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.